Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m121329 with internal positive quality control samples and negative quality control swabs. No false negative results were replicated. Additionally, the manufacturing batch records and quality control release testing for kit part number 190-000 / lot m121329 and test base part number 190-430 / lot m121329 were reviewed. This lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot m121329 showed that the complaint rate is (B)(4) . Abbott diagnostics (B)(4), inc. Was unable to determine the exact root cause of the reported issue. The available evidence suggests that this device lot is performing within the statements made within package insert related to % test agreement with the expected results by sample concentration.

Event description:
A customer reported two false negative result with the ID now covid-19 assay. Information on swab type(s), sample type(s), and whether or not vtm was used was not provided. Information on sample collection date(s) / (time(s) and testing date(s) / time(s) was not provided. No confirmation testing information was available. The provided eua product performance report was dated (B)(6) 2020. The customer stated there was "clinical suspician for positive." Additional patient information, including symptoms, treatment, impact and outcome was unknown. Attempts to gain further information were unsuccessful. The ID now covid-19 product insert indicates that negative results should be treated as presumptive and tested with an alternative FDA authorized molecular assay, if necessary for clinical management, including infection control. Negative results do not preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epidemiological information. Additionally, the ID now covid-19 product insert includes a limitation that false negative results may occur if a specimen is improperly collected, transported or handled. False negative results may also occur if amplification inhibitors are present in the specimen or if inadequate levels of viruses are present in the specimen. Due to the risk of a potential false negative result leading to no or delayed treatment, this event shall be considered reportable.